Event description:
It was reported that a malfunction occurred with the code malf 12. There was no reported impact to the customer¿s blood glucose level. The technical support team provided information to reset the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happens again, and they acknowledged understanding the guidance.